Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, displacement and self tests. However, the pump failed the excessive no delivery alarm test and an unexpected no delivery alarm was noted during the basal rates. The problem was isolated to the interface board. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The patient's blood glucose of the time was 128 mg/dl. The customer stated the pump continuously state no delivery. The customer stated that she continuously woke up in the middle of the night and had high readings. The customer stated that she was pregnant. The customer was advised to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion set at the tubing connect and push insulin slowly though the tubing. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer stated that insulin did exit. The customer did not want to troubleshoot for high readings. The customer will be sent a replacement pump.